Event description:
The device was received for service. During service testing, failure code 570:320:844:0000 (potentially damaged battery) was foudn in the event history. According to the hosp rep there was no pt injury or medical intervention reported.